Event description:
This spontaneous case from united states was received on 15-dec-2017 from patient's husband and the patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and after an unknown latency experienced knee pain and right knee swelling, also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On an unknown date, patient received treatment with intra articular synvisc one injection once (dose: not provided) (batch/lot number: 7rsl021; expiry date: unknown) for osteoarthritis in the right knee. On an unknown date, the patient received intra articular synvisc one injection once (dose, batch/lot number and expiry date: not reported) for osteoarthritis in the left knee. On an unknown date, after an unknown latency, the patient experienced extreme pain and swelling in the right knee for several days. It was reported that the patient had some pain in the left knee also. Pain had subsided some with the use of ice and nsaids. Corrective treatment: ice and nsaids for knee pain and right knee swelling. Outcome: recovering for knee pain; unknown for right knee swelling and device malfunction. Seriousness criteria: important medical event for device malfunction. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi follow-up company comment dated 27-dec-2017: this case concerns a female patient who received synvisc one injection and later had knee pain and right knee swelling. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded.